Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer wishes to monitor cartridge performance and continue to use current cartridge at this time. Customer reported leak may have been caused by overfilling, although unable to confirm. There was no adverse impact to the customer's blood glucose level.